Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level was 44 mg/dl at the time of incident. Customer stated that they had tried 2 sensors and one the liner stayed on the base and did not penetrate their skin and the second one was not being recognized by the insulin pump. It was unknown that customer was using auto mode or not at the time of low blood glucose event. The insulin pump will not be returned for analysis.